Event description:
It was reported that the patient was in pain for a couple of weeks after walking through metal detectors at a court house. It was stated that the patient almost had to go to the emergency room, but eventually the pain dissipated.

Manufacturer narrative:
Product ID 3093-28, lot# v005692, implanted: 2008 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).